Event description:
It was reported that a pump overinfused on a pt in the trauma ICU during an infusion of fentanyl (2500 mg/ml) at a rate of 20ml/hr at a dose of 20 ml/hr. The programmed volume to be infused was 117 ml/hr. The customer stated that the entire bag (39.27 ml) was delivered. It was also reported that the customer tested the device after the event and the device delivered within 5% of the programmed volume. Any pt injury or medical intervention is unk.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned to baxter and an eval is in progress. When the eval is complete a supplemental report will be submitted.